Manufacturer narrative:
Additional information from the account was received subsequent to the previously filed medical device report (MDR), indicating that there was no issue with the clip delivery system (cds) and the reported issues were caused by the stopcock. Therefore, it was confirmed there was no relationship between the reported event and the mitraclip device, and there was no reported device malfunction. However, since the initial MDR has already been filed, the event must remain MDR reportable. No further investigation is required.

Event description:
Subsequent to the initially filed report, additional information was received stating there was no issue with the cds and the reported issues were caused by the stopcock. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak and air embolism it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. An xtw clip was inserted in a steerable guide catheter (sgc). It was noted excessive bubbles were seen on the echo in the left atrium and left ventricle of the patient, and the stopcock on the clip delivery system (cds) handle was not working properly. Aspiration was performed, which partially removed the air from the anatomy of the patient. The stopcock was exchanged and the procedure was continued, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.